Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor, who reported that the patient was experiencing uncomfortable fluttering in their right labia. Additionally, the patient noted that the night prior, they were leaking and soaked their pad during the night. At the time of the call the patient's stimulation was confirmed to be turned on and set to 1.15 on program 3. During the call the patient decreased stimulation to 1.10 and indicated that they would inform their healthcare provider (hcp) of the issue. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
In follow-up with the patient they contradicted the earlier report of sudden incontinence and discomfort saying that their call was related to the patient programmer (pp), however no allegations were made against the programmer during the call. The patient indicated that their therapy is controlling their symptoms well. There were no further complication reported or anticipated.